Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6) hospital. Event site postal code exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro 2 blue trigger is defective. The surgeon was unable to push the trigger fuller. The new device was opened to complete the procedure. The pre-cautery test was performed. There was a delay.